Manufacturer narrative:
(B)(4). Actual device was returned for evaluation. Visual inspection was performed and the device was returned with the cannula cap detached from the cannula tabs. Functional inspection was performed and the device worked as intended. The device was disassembled and no damages were found on the internal components. It is possible that the cannula cap detached due to excessive forces applied to the device during use. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2015 and absorbable straps were used. During the procedure, an unknown event occurred. There were no adverse patient consequences reported. Upon device evaluation, the cannula cap was detached from the cannula tabs. Additional information has been requested.